Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the left femoral artery. The 99% stenosed lesion was located in the moderately tortuous and calcified right superficial femoral artery (sfa). A 5x40mm sterling balloon catheter was then advanced to the lesion for dilatation and upon the 1st inflation, the balloon ruptured at 4atms after 30 seconds. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).